Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient received 3 inappropriate shocks due to over sensing. Doctor decided to replace sense portion of lead and reuse the high voltage portion. No patient complications have been reported as a result of this event.